Event description:
It was reported that a leak was observed in a vial-mate reconstitution device in the pharmacy before use. There was no patient involvement associated with this event. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). The lot was manufactured between 11/5/2013 - 11/7/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.